Manufacturer narrative:
Conclusion and justification status: the complaint states revision total hip replacement performed on (B)(6) 2016 at (B)(6) hospital. Primary surgery done on (B)(6) 2004. Patient had x-ray and it appeared the head had worn into the poly as the gap between the femoral head and acetabulum shell had significantly reduced on the one side. It was obvious the head had migrated anteriolateral indicating a worn poly. The poly was extracted during the revision case and it was evident the poly had worn significantly. A hole was visible in the poly. A new duraloc poly was impacted. Patient outcome satisfactory. No further supporting medical documents available. A complaints search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had x-ray and it appeared the head had worn into the poly as the gap between the femoral head and acetabulum shell had significantly reduced on the one side. It was obvious the head had migrated anteriolateral indicating a worn poly.